Event description:
I would like to inform you about the quality of new instrumentation we have been receiving the last month from karl storz. These items were all brand new out of the box with multiple lot numbers being affected. Images were obtained via borescope. We currently inspect all devices that come into our facility and the findings are far from quality. The manufacturer is providing our facilities with "rusted" 5mm karl storz laparoscope tubes, and this may lead to significant patient harm.